Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Possible device lot numbers: 9085618, 9085686, 9029952, 9029953, 9056750, 9056756, 9085618, 9056754. (B)(6). Investigation summary: no sample was received. No photos were provided. The syringe molding and assembly processes were inspected finding they are according to the requirements of no wooden material the manufacturing processes. In addition, the source of the reported particle is unknown. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9085618, 9029953 and 9056750 for this type of defect or symptom. This is the 2nd complaint for the lot# 9085686, 9029952, 9056756, 9056754 for type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: undetermined. The source of the reported particle is unknown. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 30ml ll bns contained foreign matter. The following information was provided by the initial reporter: "we have received a complaint from a customer due to the presence of particles inside the barrel of the syringe. Due to the nature of the compound filled into it, the syringe is not available for return. The customer undertook some analysis of the particles and their findings are given below: the small black particulate was visible on the membrane. The particle was isolated on a glass slide and a picture with the polarized light microsope (plm) was taken: following this, the particle was isolated on a br disk to perform a spectrum analysis. A spectrum was recorded on the particle showing a very high similarity to wood material."